Manufacturer narrative:
Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a total knee arthroplasty during the trialing of a fixed bearing posterior stabilized insert. When trying to extract the articulating surface the tibial trial extractor edge snapped. A replacement was brought up and discovered the replacement had a damaged edge as well, ¿side of the fork was chipped off¿.